Event description:
On 1/9/94, the first responder crew responded to a pt with a possible myocardial infarction. The pt was found on the floor, unconscious, apneic and pulseless. The defibrillator was applied to the pt and turned on. It assessed the pt, indicated it was charging and then the discharge light went on. No sound or pt movement was noted. The device started to charge again and gave a "change battery" message. The device was turned off since an ambulance was less than one minute away. The paramedics shocked the pt and transferred him to a hosp but resuscitation was unsuccessful. The rptr stated that when the battery is low, the defibrillator will not charge and should verbally give the message "no shock" and turn itself off. In testing the device, the reporter found that when the battery was low, it turned itself off but gave no message.